Event description:
Due to an accident, the complainant was receiving dr prescribed ultrasound therapy 3 times a week. During the first week pt experienced an itching on their back, and at the second week pt broke out in a rash that resulted in some bleeding. Visited dr and was prescribed medication. The diagnosis was contact dermatitis. Pt called ultrasound therapist to inform them that they could no longer continue therapy because of the lotion, and the therapist told pt that three others had just informed them that they also had a similar reaction. The complainant called rich-mar corp and was told that they do not manufacture the product, and did not know if the formulation had been changed. Web search at www.richmarweb.com/access.html found the product with the ad. "Aloe based ultrasound coupling lotion. Designed for ultrasound, but also great for massage."